Event description:
A customer reported to baxter corporate product surveillance an unknown administration set in which a crack was observed on an unknown component when an unknown dye was added. It is unknown when the alleged defect occurred. There were no reports of patient involvement, patient injury, adverse events, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). One actual sample was returned for evaluation. The sample arrived out of the pouch primed. Visual inspection showed no obvious abnormalities. The sample was spiked into an in-house 1000ml solution bag containing reverse osmosis water and re-primed. This identified a leak approximately 12" proximal to the middle y-site. Closer visual inspection under a microscope showed that, there is a cut/gouge in the tubing approx 3/8" in length causing the leak. Therefore, the reported condition was confirmed. An assignable root cause was not determined.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). A customer and the department of health and human services sent notification of a medwatch to baxter corporate product surveillance regarding an unknown administration set in which a leak was observed. According to the report, the patient's mother called the registered nurse into the room because she had observed water on the floor under the IV pole. The registered nurse observed a small crack in the tubing. The medication being administered was nafcillin. The tubing was changed out, and therapy continued as normal. Therefore, there were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4).